Event description:
Patient's generator was replaced due to prophylactic replacement and the device was received for analysis. The pulse generator performed according to functional specifications (final configuration r-wave test). A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The data in the generator memory locations revealed that 31.986% of the battery had been consumed. However, there was a discrepancy between the battery voltage and the percentage of battery consumed. The generator failed multiple postburn electrical tests: supply current 2ma/normal, supply current off and supply current off sense. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the printed circuit board assembly (pcba). After the trimmed edge of the pcba was cleaned, the generator passed the listed tests that it had previously failed. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions.